Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the emergency room with right ventricular pacing after being used to air pacing. It was noted that the pacemaker could not be interrogated and the patient had been lost to follow-up. The physician elected to explant and replace the device. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Correction: the device manufacture date should have been (b)(5) 2007 rather than(B)(4) 2007